Manufacturer narrative:
Unit had cracked case, broken battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail, serial number label missing and pillowing keypad overlay. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unable to confirm packaging reported as not sealed properly. However, cosmetic damage was confirmed at cracked case (battery tube) and serial number label missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed damage to the pump and reported packaging anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for packaging anomaly and customer reported packaging issue. Components were missing within the assembled package. Troubleshooting was performed for cosmetic damage and customer noticed that the damage to the battery tube side case and battery tube threads which affected pump's functionality. No harm requiring medical intervention was reported. Mmt-1880 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.